Manufacturer narrative:
(B)(4). Batch # l54t6k. The analysis results found that the ecs25a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a colon resection procedure, the device was fired by the resident and it appeared to have fired fine including sounding like it fired fine. The device was removed from the patient and the surgeon found two perfect donuts, but no washer. The device cut but did not staple so the anastomosis fell apart. The surgeon resected the tissue and hand sewed the anastomosis to complete the procedure with no harm to the patient.